Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Device interrogation revealed high impedance on the right ventricular lead. Impedance values had increased since (B)(6) 2019. Alerts for high lead impedance kept re-occurring thereafter. Chest x-rays revealed no obvious issues. Pocket manipulation, myopotential maneuvers, and arm raises were unable to recreate high impedance readings. The lead was capped and replaced on (B)(6) 2019. Patient was stable post procedure.